Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was located in the left anterior descending (lad) and was calcified with a 90%. Predilation was performed with balloon catheter's from another company and a 2.5 x 6 cutting balloon was also used. The 3.0 x 28 mm promus was implanted at 16 atm and during inflation of the stent system, the balloon burst. There no patient injury. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.